Event description:
It was reported that catheter became stuck on the guidewire. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The lesion was predilated. A 3.75mm x 12mm nc emerge balloon catheter was advanced for dilation. However, it was noted that the device failed to cross the lesion and the catheter was stuck with a non-bsc guidewire and removal difficulties were encountered. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. There were numerous kinks to both the hypotube and the shaft of the device. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded, and the device had tip damage. At 10mm from the tip of the device, there were 2 pinholes. The guidewire used in the procedure was not returned for analysis and functional testing. Instead, a 0.014" guidewire was used for the wire insertion test. The guidewire failed to pass through the device due to kinks and the resistance between the kinks. The guidewire was inserted through both the rapid port exchange and the tip of the device and had the same difficulty. However, despite damage to the device, the wire was able to be removed. Product analysis could not confirm the reported froze on wire or the difficulty crossing the lesion as the clinical circumstances could not be replicated. A guidewire test was performed and failed to pass through the device due to the numerous shaft kinks and the resistance between kinks, but the guidewire was able to be removed. The unreported kinks, tip damage, and pinholes to the balloon would likely prevent the device from advancing or cause resistance with another device or advancement in the lesion.

Event description:
It was reported that catheter became stuck on the guidewire. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.75mm x 12mm nc emerge balloon catheter was advanced for dilation. However, it was noted that the device failed to cross the lesion and the catheter was stuck with the guide wire and can no longer be removed. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.